Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery gauge jumped from 40% to 60% while disconnected from a power source. The customer was unable to provide an approximate date the reported issue occurred. Review of the pump data logs by tandem technical support was unable to confirm the reported issue. The customer's blood glucose was 130-150 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy.